Manufacturer narrative:
Refer to evaluation summary: (B)(4) are related to the same event. Upon receipt, the preface was visually inspected and brim cap was missing. The brim cap was not returned by the customer. Then per the reported event, the molded hub was inspected and it was also measured and it was found within specifications. In addition, a lab sample brim cap was used to perform the functional testing. Brim cap was attached to the molded hub and then the vessel dilator was inserted/removed through the sheath and the brim cap and gasket remained snapped. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, it remains unknown how the brim cap detachment occurred. In addition, bwi received an unopened and sterile product for same lot #. It was then opened and the sheath introducer, brim cap and vessel dilator did not present any visual anomaly. Then per the reported event, the brim cap was inspected under the microscope and no issues were observed. In addition, the vessel dilator was introduced through the sheath introducer and the brim cap and gasket remained snapped. Finally, the ring hub and the brim cap were measured and both were found within specifications.

Event description:
It was reported that during an afib ¿ paroxysmal procedure, it was found that the gasket of the preface came off after the sheath was inserted into the patient body. The preface was changed to second preface but the same issue occurred. There was one more preface at the facility but as it was same lot number of the previous 2 complaint products, the physician did not use it. The issue was resolved by changing the sheath to the competitor¿s sheath. The procedure was completed without patient's consequence. After following up with customer, it was stated there is no information regarding any resistance during insertion of the catheter or dilator.